Manufacturer narrative:
Product analysis: performance data collected from the mobile programmer was received and analyzed. Analysis of the service logs found the customer comment that the mobile programmer application shut down was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a defibrillation threshold (dft) test, the mobile programmer application shut down completely and returned to the home screen of the host tablet following delivery of a t shock intended to induce ventricular fibrillation. It was noted that an observation via electrograms (egm) indicated that fibrillation was not induced prior to the shutdown. The host tablet was not connected to wireless fidelity and that the base, host tablet, and patient connector were all within close proximity to the patient¿s device. It was further reported that the application was reopened and the base and patient connector were reconnected, after which the device was reinterrogated and the dft test was successfully completed. No patient complications have been reported as a result of this event. Application version: 4.5.2 host tablet os version: 26.3.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.